Event description:
Patient complained of pain in vicinity of catheter, which had been inserted for two days. Nurse deflated balloon, allowing water to drain on its own - i.e. Not pulling back on syringe. Nurse observed considerable resistance as catheter was being withdrawn. Patient reported pain from withdrawal of catheter. However, there was no bleeding or hematuria noted. Nurse noted that there was a ridge on the balloon after withdrawal.